Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported catheter broke at 5cm. Catheter was used on a patient and removed on the same date. No patient harm or impact, only discomfort from early removal and new insertion of cvcs for continuation of treatment. It is stated the rupture is partial and is not a rupture with dispersion of material. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the catheter is confirmed and was determined to be use related. One 4fr sl powerpicc catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter body. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was longitudinally aligned along a molding feature ¿ fracture edges which were rounded and polished due to repeated material wear ¿ material buckling due to movement which caused the fracture edges to be pressed together an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported catheter broke at 5cm. Catheter was used on a patient and removed on the same date. No patient harm or impact, only discomfort from early removal and new insertion of cvcs for continuation of treatment. It is stated the rupture is partial and is not a rupture with dispersion of material. No other information was provided.

Event description:
It was reported catheter broke at 5cm. Catheter was used on a patient and removed on the same date. No patient harm or impact, only discomfort from early removal and new insertion of cvcs for continuation of treatment. It is stated the rupture is partial and is not a rupture with dispersion of material. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.